Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was found unconscious on the floor, with blood glucose levels greater than 600 mg/dl. The customer had gone drinking, and fell down. The mother stated that the customer was not wearing the insulin pump when he was found. The caller stated that the paramedics were called, and the customer was taken to the hospital. Nothing further was reported.